Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, blood left the om-10000 canister and went into the tubing and then passed through the filter into the vacuum regulator. The canister was tilted. The canister was switched out and the case was completed. There were no pt effects. It is unk why the product is not returning.